Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician intended to use a rapidcross balloon catheter during procedure. It is reported that the device was introduced into the body to the lesion. The balloon was inflated but would not hold pressure. It was determined that the device had a hole in it, and it was removed. The physician used another device to complete the procedure without incident. Evaluation summary: the rapidcross pta rapid exchange balloon dilation catheter was received for evaluation without any ancillary devices or cine images from the procedure. The device was returned in a nanocross pouch. The catheter balloon material was in post-inflation profile; it was not tight-wrapped or winged. The exterior and interior of the device exhibited signs of being in contact with a sanguine environment: dry sanguine material on the exterior and sanguine fluid in the balloon chamber. A 0.014in guidewire was loaded through the distal tip and exited the rx port with ease. A 10cc water filled syringe was attached to the proximal hub a vacuum was pulled: sanguine tinted fluid and air bubbles entered the syringe. Pulling of a vacuum was repeated six times until the fluid in the balloon chamber was sanguine tinted but transparent. A 20cc water filled syringe with manometer was attached to the proximal luer lock and the system was able to only maintain a pressure of about 2 atm. A leak was located in the area of the rx port. Examination of the leak revealed that the cause of leak was a tear of the inner shaft distal of the rx port.